Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient received an appropriate shock which converted the rhythm but the right ventricular lead had oversensing and the patient received a subsequent inappropriate shock. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.